Event description:
It was reported that the customer passed away due to a seizure related to diabetes, and then went into cardiac arrest. The caller does not agree to return the insulin pump for analysis. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.